Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device would not turn on. As a result, defibrillation would not be available, if needed. There was no report of patient use associated to the reported event.

Event description:
The customer contacted stryker to report that their device would not turn on. As a result, defibrillation would not be available, if needed. There was no report of patient use associated to the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the device's power supply to resolve the issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The cause of the reported issue is a faulty power supply.